Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15861. The pt reported she was no longer receiving stimulation and was unable to communicate with or charge her ipgs. The sjm representative met with the pt and confirmed the issue. The pt stated she had not used or charged either of her ipgs in approximately 4 years due to health issues unrelated to the scs systems. The pt is to consult with her physician regarding undergoing surgical intervention to address this issue.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.